Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument came loose from the black shaft and could no longer be straightened. The instrument was removed with the trocar. In order to detach the trocar from the instrument, the black material had to be removed with a clamp so that the instrument tip was straight again. Then the trocar could be pulled from the instrument without damage. It was at the end of the operation, so no other instrument was needed. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like the instrument¿s proximal clevis has been dislodged from its normal position on the main tube.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed. The instrument was found to have the main tube broken. No material was found missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.